Manufacturer narrative:
Inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Inspection of the soft cannula found it to be torn, resulting in fluid failing to flow through the complete fluid path. The exact timing and cause of the exposed soft cannula damage could not be determined. The download data from the pod contained no timeouts or drive stalls indicating that there was no struggle to deliver insulin. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod.